Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient's cgm reading was showing an unspecified normal reading when it suddenly dropped to low. The patient was experiencing stomachache, vomiting, and had diarrhea. The mother of the patient thought it was a food poison due to the symptoms that patient had, and the patient was given 30mg of bismol. No fingerstick was taken at that moment and at some point, and when the mother called an ambulance, the cgm reading was 47 mg/dl. When a fingerstick was taken the cgm reading was 47 mg/dl, and the blood glucose reading was 470 mg/dl. The parent stated that the patient had elevated ketones in his urine and had ketoacidosis. At the hospital the patient received treatment with unspecified intravenous infusions, morphine and solprin. There was no information on when the patient was discharged or had recovered, and further attempts to reach to reporter for more information were unsuccessful. At the time of the report, which was the day after the event, the patient was still feeling sick. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.